Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reports the feeding pump is pumping an excessive amount. Upon follow up on (B)(6) 2018 the customer stated that the issue was during testing with no patient involved. The customer stated he used distilled water, set the rate at 75ml for 30 minutes. The customer said the test amount should be (B)(6) per weight but it was in the (B)(6) range.

Manufacturer narrative:
An evaluation was performed for the customer reported issue of ¿pumping excessive amount.¿ the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.